Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula broken, broken part was missing. It was unable to confirm if the customer received the sensor in said condition due to customer returned opened and used sensor.

Event description:
The customer reported via phone call that they received multiple sensor error alarms. The customer's blood glucose was 173 mg/dl at the time of incident. Troubleshooting did not occur. The sensor will be returned for analysis.